Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being reported under MFR report #1061857-2007-00172. There was no pt impact/injury associated with the right eye. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.